Manufacturer narrative:
Approximate age of device ¿ 3 years, 8 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016 the patient had the lvad explanted due to a systemic driveline infection that spread to the pump pocket. The onset date for the systemic driveline infection was reported as (B)(6) 2013, and had spread to the pump pocket in (B)(6) 2014. During the three years, the patient had been admitted in (B)(6) 2013, (B)(6) 2014, (B)(6) 2016. During the admission in (B)(6) 2016, cultures were found positive for staphylococcus epidermidis. It was reported that the patient¿s international normalized ratio (inr) remained therapeutic between 2 and 2.5. During 2016, the patient¿s lactate dehydrogenase (ldh) was primarily between 200 and 300 u/l, and peaked at 726 u/l on (B)(6) 2016, which was the date of explant. The patient¿s white blood cell count (wbc) was approximately 7.4x10^9/l during the course of antibiotics. On the day of lvad explant the patient¿s wbc was 23.3x10^9/l.

Manufacturer narrative:
No device-related issues were found during the evaluation of the returned pump. A direct correlation between the report of infection and elevated lactate dehydrogenase level could not be conclusively determined. Upon disassembly of the pump, visual examination of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pumps bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists driveline infection, pocket infection, and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.